Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat prolapse and mesh was implanted. It was also reported that post implantation, the patient experienced extrusion, fistulae, bleeding, organ perforation and urinary, bowel and neuromuscular problems. It was reported that the patient underwent removal of eroded mesh on (B)(6) 2012 and (B)(6) 2012. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced hematuria, vaginal discharge, and vaginal itching.

Manufacturer narrative:
(B)(4). It was reported that following insertion of the mesh the patient experienced recurrence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, dyspareunia, infection, prolapse, scarring and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele and pelvic organ prolapse. It was reported that the patient had a concurrent procedure of a laparoscopic hysterectomy, bilateral salpingo-oophorectomy, culdoplasty, cystoscopic exam and cystocele repair performed during mesh implantation. It was reported that the patient underwent mesh excision on (B)(6) 2012 for eroded vaginal mesh. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.